Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about erratic blood results. Performed back to back blood tests - 196, 435mg/dl. Based on parkes error grid analysis, the bias between the two results (196, 435) is located in zone c. No adverse event reported.